Event description:
It was reported by plaintiff's attorney that the plaintiff allegedly experienced an unspecified injury and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death was reported as metastatic breast cancer.

Manufacturer narrative:
This was initially submitted on the summary report dated (B)(6) 2014 under exemption (B)(6). Additionally this was submitted on the summary report dated (B)(6) 2015 under exemption (B)(6). Lawyer-filed report.